Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. This report is for unknown quantity of unknown screws. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for unknown quantity of unknown screws. PMA/510(k) number is not available. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: jackson, c.r., faraj, a.a. (2010), outcome following clavicular hook plate, oral and poster presentations / journal of biomechanics 43s1 (2010) s23¿s74, page s31. ((B)(6)) . The purpose of the study was to look at patient outcome following treatment with a synthes 3.5 mm locking compression (lcp) clavicular hook plate. Between 2003 and 2009, ten patients who were treated with hook plates were included in the study. Six patients had lateral clavicle fractures, three had acj dislocation and one was not recorded. Modified constant score was calculated looking at pain, range of movement, power and functional level, and patients¿ general comments were recorded. Follow up ranged from 0¿79 months, mean 22 months. The following complications were reported: one patient had a fatigue fracture next to the plate prior to removal. An unknown number of patients reported problems with pain and reduced range of movement whilst the hook plate was in situ, with a modified constant score of only 25/80 in the patient whose plate was still in situ. Four patients complained of pain or disturbed sleep persisting following removal and one patient could not return to his original occupation. This report is for unknown quantity of unknown screws. This is report 2 of 2 for (B)(4). A copy of the literature article is being submitted with this medwatch.